Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that before using the bd bbl¿ mgit¿ mycobacteria growth indicator tubes, 7ml had a missing tube label. There was no report of patient impact.

Event description:
It was reported that before using the bd bbl¿ mgit¿ mycobacteria growth indicator tubes, 7ml had a missing tube label. There was no report of patient impact.

Manufacturer narrative:
Investigation summary: the batch history record review was satisfactory, and no quality notifications were generated during manufacturing and inspection. The labeling process for material 245122 includes label reconciliation, where the total number of labels issued is reconciled with the total quantity of labels (cartons/bottles/tubes/etc) used in the batch history record, rejected and unused. Any discrepancies must be within allowable limits specified in the labeling control procedure. The label accountability and reconciliation for batch 2312542 were within allowable limits. The complaint history was reviewed, and no other label complaints have been made on batch 2312542. Retention samples (100) were available for inspection. There were no missing labels, observed in the retention samples. Three photos were available for inspection of this complaint. One photo showed a tube without a label. One photo showed carton label 2312542. One photo showed tubes in a rack inside a carton; nine tubes appear to have no labels. No returns were received to assist in the investigation of this complaint. This complaint is confirmed for missing labels by the photos received. No complaint trends for labeling defects have been identified for this product; no actions are indicated at this time. Bd will continue to trend complaints for labeling defects.